Manufacturer narrative:
Evaluation, results: none (no device received for evaluation); conclusion: inconclusive ¿ investigation in progress.

Event description:
Additional information: patient was discharged to a rehabilitation facility.

Event description:
During a procedure involving the implantation of a transcatheter bioprosthetic valve, the physician used two angiographic guide wires. Following the implant, the patient presented with increasing dvt and evidence of increasing pericardial fluid. Echocardiography confirmed there is a presence of a clot at the level of the anterior diaphragm adjacent to the apex of the left ventricle. It is reported this could have been possibly due to a puncture from the wire site during the procedure. The patient was taken to the or for management and drainage of the adhesions. Approximately 100ml of clot was evacuated. The patient was transferred to the intensive care unit in a stable condition.